Event description:
The customer reported being treated by paramedics for low blood glucose the night before the call. The blood glucose reading was 38mg/dl. Reviewed the alarm history and found several low reservoir alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.